Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not release clips once it was locked onto tissue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The clip applier was stuck on gallbladder cystic duct tissue. The instrument could not be released after closing on duct. Weck m/l clips were used, and the vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (instructions for use).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint. The medium-large clip applier instrument was found to have one bent grip, which caused misalignment of the grips. There was a 0.025¿ offset at the tips. The grips did not show cracking damage. The components adjacent to the bent grip did not show damage. Further evaluation found the medium-large clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed the engagement test and was able to retain a clip through engagement but could not apply the clip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer loaded the clip per usual and inserted the arm for the surgeon to use. The customer engaged the clip and began to pull away. The clip engaged; however, it became hooked on the instrument, and it would not release from the instrument jaws. The customer noticed the issue and was able to release it with another instrument. The customer raised concern that the clip did not release. They initially thought that maybe it was a fluke. They loaded a different clip applier instrument, and the issue did not repeat. However, when they used the same clip applier, the same situation repeated. They then removed the instrument from the field and marked it as broken and filled out a report.

Event description:
Refer to h10/h11 for follow-up information.